Manufacturer narrative:
During the insertion of the sensor the user noticed blood flowing down he right arm and returned to the clinic. It was found that an artery was nicked. The healthcare professional and staff quickly treated the patient. As of (B)(6) 2019, the user reported the insertion site has healed nicely.

Event description:
On november 08th, 2019, senseonics was made aware that the user experienced extensive bleeding post insertion.